Event description:
Filter on air vent gets wet readily and frequently while spiking the IV bag or bottle and occludes the flow of solution. MFR recommends "spiking the solution bag or bottle in an inverted position (i.e. Vonical) which can be cumbersome depending on the situation. Hosp policy calls for changing IV tubing every 72 hrs, (which is the national standard) and because of this problem user is having to secondarily vent the vessel with a needle which is a safety hazard and a risk mgmt at problem for staff and pts. Hosp experiences increased cost and risk to staff using this product in its current design. Staff have been alerted to try the vertical position of spiking and hosp's decision to continue use of this product will depend on the success or failure of that practice! In defense of MFR the instructions on the product do say to "insert the spike vertically". The MFR's rep in quality assurance, was very arrogant in her response to users concern, which was disturbing. Rep told me at least three times that she was an "ICU nurse with ten years of experience". She also said that it is "the standard of practice to spike IV bags and bottles" hanging in the vertical position on the IV pole. There are a number of recommended methods for this procedure in nursing practice and no standard of which rptr is aware. It may be common procedure in the arena in which she practiced but it certainly is not the universal standard.